Event description:
It was reported that caller previously did not see insulin drops at end of tubing during fill tubing step of load sequence. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting questions, changed infusion set and cartridge, and successfully resumed insulin.